Event description:
A report was received stating that the tracheostomy tube was found to be deflating from the cuff after an unk amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
MFR completed the entire form. Add'l MFR narrative: smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical wil file a follow up report detailing the results of the eval once it is completed. Explanation of method: a sample device was returned and is currently in transit to the investigation site.